Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. The aortic neck was conical in shape measuring 21 mm proximally and 27 mm in diameter at the top of the stent graft. It was reported that the patient presented emergently with retroperitoneal bleeding. The stent graft was found to have migrated 3 cm distal to the renal arteries resulting in a type I endoleak, possibly caused by disease progression and the conically shaped aortic neck. An endurant bifurcated stent graft enbf2816124 was implanted and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent graft migration, endoleak, aneurysm rupture). (Disease progression, conically shaped aortic neck).